Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 1154 mg/dl. Troubleshooting was performed. Ran a self-test and passed. Reviewed the settings on the insulin pump and they were correct. No further info was provided.